Event description:
The customer complained that a lower than expected vitros amon result was obtained from a single vitros lpv ii fluid using the current vitros amon micro slide lot tested on a vitros 350 chemistry system. Vitros lpv h2768 result: 149.3 umol/l vs expected 193.8 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed with the vitros amon assay over the time frame of the event and there was no allegation of patient harm; however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros amon result was obtained from a single vitros lpv ii fluid using the current vitros amon micro slide lot tested on a vitros 350 chemistry system. The assignable cause of the event is most likely an instrument event related to contamination of the microslide incubator. The cause of the contamination of the incubator is unknown. Results of precision testing demonstrated that the vitros 350 chemistry system was not operating as expected at the time of the event. Following service actions, acceptable vitros amon performance was obtained.